Event description:
Recurrent failure of insulet brand insulin pump, omnipod. This has happened approximately 8 times in the past 4-6 weeks. In order to prevent escalating blood sugars and subsequent dka, patient had to immediately remove defective pod and replace with a working pod. Discussion with the customer service representative revealed that this type of failure is a known flaw in the device, namely a 'static charge failure'. Review of diabetic discussion boards online indicate that this problem has been present for many years with product, but no mention was made of this problem or how to avoid it in the two years of previous use of the omnipod. In addition, when asked how to prevent the problem, patient was told to "avoid nylon clothing and use a humidifier in the home". This seems highly ineffective advice for an active teen ((B)(6)) who spends most of her day in a public school, where she cannot control the humidity levels.